Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an electrophysiological interventional procedure with impella. Reportedly, the sutures of the first and second proglide device were successfully pre-placed. The sheath was upsized to 14f and the impella procedure was completed. Knot advancement was successfully completed with the sutures of the first and second proglide devices; however, hemostasis was not achieved. The suture of a third proglide device was successfully deployed and knot advancement was successfully completed but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.